Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the external iliac artery with no tortuosity, but tight stenosis and calcification. The lesion was pre-dilated with a balloon and then the 8x100 mm absolute pro self expanding stent system (sess) was advanced to the lesion. Upon attempting to deploy the stent, resistance was felt and the stent could not open. The stent was partially deployed and also a portion separated, so the delivery system was removed. The separated portion was trapped to the vessel wall with a non-abbott stent. There were no adverse patient sequela. There was a delay in the procedure; however no harm to the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the tight stenosis with calcification resulted in the noted multiple stent sheath chatter marks preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction with the tight stenosis with calcification and/or manipulation of the compromised device resulted in the reported stent material separation/noted bent, stretched, broken stent struts and resulted in the noted separated stent sheath. As reported, the separated portion was trapped to the vessel wall with a non-abbott stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.